Manufacturer narrative:
Concomitant medical products: 419488, lead; 694965, lead, implanted (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency room complaining of pocket pain. A transmission observed the right atrial (ra) lead with suspected undersensing. Lead trends showed atrial sensing threshold measurements were chronically below range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.